Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for error messages. The device failed the probe check with an error code displayed. The evaluation also found the probe broken off and the teflon pad worn and charred with metal exposed underneath the teflon pad. Based on similar reports, a potential cause for the thermal and mechanical damage to the probe and teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unspecified procedure, the device had short circuit seal and cut errors. There was no reported patient injury and no report of any device fragment fallen into the patient. The procedure was finished using another similar device.